Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicators. The device is being returned as it was included the june 17, 2005 physician letter issued regarding contak renewal. And contak renewal 2 crt-ds manufactured on or before august 26, 2004.